Manufacturer narrative:
This was a malfunction of the unit, but from accidental breakage from being hit. Philips cannot determine that the damage was due to use outside normal and expected.

Event description:
It was reported to philips that the paddles and speaker protector label were damaged after being hit. There was no reported adverse patient impact.